Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed: cassette not attached properly". To further investigate, a functional test was performed. Customer reported problem was not duplicated. It was recommended that the downstream occlusion sensor be replaced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. High alarm displayed, cassette not attached properly issue messages after reservoir cassette latched were found in the pump's event history logs. Root cause was found to be a defective downstream occlusion sensor. Replaced downstream occlusion sensor.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming cassette not attached properly during testing. No adverse patient effects were reported.